Event description:
The manufacturer received information alleging when the trilogy ev300 device was placed into ventilation mode, the device gave a check vent alarm, and a e-384 (pressure sensor mismatch) was observed in the event log. The device was not in patient use at the time. There was no harm or injury reported. A call was placed to the local philips helpdesk for this issue. A philips remote service engineer (rse) assisted the customer on this issue. The rse advised to perform inspection of all internal gas path components and replace any that show signs of contamination. The rse recommended replacing the active exhalation control module (aecm) proportional valve and three (3)-way solenoid valve to address e-384. A philips field service engineer (fse) was dispatched to the customer site for this issue. The philips fse confirmed that the aecm proportional valve and 3-way solenoid valve needed replacing on the device. The philips fse replaced the aecm proportional valve and 3-way solenoid valve to address e-384 for this device.